Event description:
Procedure type: prostatectomy. According to the rptr: pt was still in the post-op area when it was noticed that bleeding was coming from the incision. In 2008, pt was brought back to the or for a re-operation. Suture had snapped. Surgeon's technique is a running stitch. Surgeon had to re-do the entire lower abdominal closure with sutures and skin staples.

Manufacturer narrative:
Initial report sent: 02/28/2008. It was unk which lot of suture was used during the procedure. According to the rptr, the suture was either from lot d6d563 or d7g1116.